Event description:
It was reported that during a lap gastric bypass procedure, using the stapler, the surgeon went back to look at staple lines and noticed that the first firing on the mesentery of jejunum distal two-thirds of staple line were unformed. He over-sewed staple line to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Distal channel retainer. The analysis found that one device was returned with the articulation joint damaged and with the distal channel retainer broken. The damaged articulation joint could potentially lead to the malformed staples described. The condition of the articulation join did not allow the knife to advance. Therefore, no functional testing could be performed. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Powered echelon, outer staple line of cartridge. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.